Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower system was failed and device found stuck on carefusion blue screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system stuck on care fusion blue screen. A technical support specialist (tss) rebooted the station to apply windows updates, but medapp did not launch afterward. The update agents were repaired to address the issue. The technical support specialist had been multiple attempts were made to reach customer but there was no response received customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower system was failed and device found stuck on carefusion blue screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.